Event description:
It was observed that during the device evaluation, the deflectable videoscope had no image displayed. The charged coupled device unit was damaged and the electrical contact of the video connector was shaved. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely due to stress from repeated use, external factors, or handling of the device that the image sensor unit was damaged (such as disconnection) or the parts mounted on the electrical circuit board (such as integrated circuit chip and capacitor) were broken, which resulted in the reported loss of image. The event can be detected by handling the device in accordance with the following instructions for use (IFU): chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.